Manufacturer narrative:
E: (B)(6) hospital.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator automatically turned on, and could not be turned off. There was no patient involvement when the issue occurred; a different ventilator was used. No patient or user harm reported. The customer reported that the v60 ventilator automatically turned on and could not be turned off. The device was evaluated by an engineer, and it was identified that the screen motherboard failed. A follow up was performed with the key market (km), and the responder reported that the customer re-plugged and unplugged the mainboard to resolve the issue. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.